Event description:
The fe reported that the system gave an iris failure message on boot up and would not make an exposure. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.